Event description:
It was reported that a no flow event occurred in a one link IV connector catheter extension set. This malfunction occurred during a blood draw. It was noted that when the blood reached the luer, the blood stopped flowing. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available. This is report 1 of 2.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; however, the customer provided a photograph. A photographic inspection was performed. No malfunctions or abnormalities were identified during the inspection. If additional relevant information is obtained, then a follow-up MDR will be submitted.